Event description:
It was reported that a new sensor error prompt has occurred. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause was determine to be a stale start command which led to an early sensor expiration. The reported event of a new sensor error is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).